Event description:
It was reported that the user experienced dexcom g7 signal loss and episodes of low blood glucose while using the ilet, including readings of 66 mg/dl and later 62 mg/dl after taking oral glucose tablets, with concern that insulin delivery continued near 75 mg/dl; the agent advised that the ilet provides baseline insulin but suspends when glucose is below 75 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included complaint intake and user education regarding system behavior during low glucose and sensor signal loss. Investigation of this case revealed an unclear cause of hypoglycemia in the context of reported cgm signal interruptions, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.